Manufacturer narrative:
Evaluation summary: one force triad generator was returned for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The customer reported that the unit's monopolar footswitch plug was broken and it stayed running when nothing was depressed. The reported condition was confirmed in the memory of the device. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing, a monopolar footswitch connected to the generator continued to activate when it was not depressed. The issue was isolated to the generator instead of footswitch, and there was no patient involvement.